Manufacturer narrative:
(B)(4).

Event description:
It was reported that the (B)(6) translation of the manual of the implantable neurostimulator (ins) was incorrect. The manual stated that the ins should not be implanted more than 4 cm under the skin, rather than the correct 1 cm. There was no patient involved in the event.

Event description:
Additional information indicated the manufacturer¿s representative got the manual from the manufacturer¿s pdf library in (B)(6) 2014. The representative indicated the library was now updated with the new version of the manual which had the correct implant depth.